Manufacturer narrative:
(B)(4). An evaluation of the actual sample was conducted. Visual inspection, leak testing and clear passage testing was performed with no issues noted. Functionally hand tightened a lab titanium adapter to set with difficulty noted. Sample was confirmed for the reported problem. Dimensional inspection of the returned transfer set sample identified that the inside diameter of the catheter adapter shroud was below nominal. Improvements were made to the mold and molding department procedures. A follow-up report will be filed if any additional relevant information becomes available.

Event description:
A nurse reported difficulty disconnecting a transfer set from a titanium adapter, despite using an adapter clamp on the tray. The nurse was able to disconnect the transfer set, after changing the tray. The actual sample was available. There were no allegations made against the titanium adapter, and it was still in use. There was patient involvement, but no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The initial investigation confirmed the reported problem. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The sample was returned to baxter, for evaluation. A follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.